Event description:
Customer reported that insulin gauge displayed a different amount than expected, with a static fill estimate of 45 units. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer that this discrepancy can occur due to large variances in measured pressures used to calculate remaining insulin, and once the insulin amount equals the static number, the estimate will count down as normal. Customer understood and acknowledged the explanation.